Event description:
Info received that the brake pedal will go into the brake position but the bed will not hold. No injury.

Manufacturer narrative:
Brake pedal will go into the brake position but the bed will not hold. No injury, bed in shop, repair not confirmed.